Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the healthcare provider interrogated the patient¿s ins and device usage showed 58% and they are used to seeing 100%. It was stated that the patient¿s device was not rechargeable. The caller stated that the patient is in the hospital due to worsening parkinson¿s symptoms since about 4 weeks prior. The caller thought the device should be on all the time, and speculated that the patient¿s symptoms are worse because the device was off. The caller stated they didn¿t have any more information, that the patient was not their patient and ended the call. No complications or further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected to add the selection of adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.